Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.

Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 55-year-old patient was implanted on (B)(6) 2020 with a biozorb marker following a surgical procedure for a right breast lumpectomy. On (B)(6) 2022 the patient underwent a surgical procedure for removal of extruding foreign body (biozorb) which was eroding through the skin with excessive drainage, determining acute and chronic inflammation. During the surgical procedure it was found a partially resorbed biozorb foreign body with surrounding capsule which was removed. Foreign body culture discovered abnormal and infectious pathogen agents. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the repo.